Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was 450 mg/dl. The customer was treated with insulin drip. The customer was admitted to (B)(6) hospital on (B)(6) and went to children hospital in (B)(6) around 5 in the evening . The customer insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.